Manufacturer narrative:
Received one used device for evaluation; no visual damages or anomalies were observed. The reported complaint of liquid still dripping could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding 14" (36 cm) appx 8.0 ml, quinfuse add-on set w/4 spiros¿, bag spike, 5 clamps (blue, 4 red), dry spike adapter where they reported that during infusion of a mitoxantrone, liquid was still dripping even after closing the red clamp. Device was use for chemo. Only one (1) device was affected in this report. There was patient involvement, no patient harm and there was no delay in critical therapy.